Event description:
A power source alert was reported after plugging the pump into a wall outlet, and attempts to resolve the issue by trying different charging cables and adapters were unsuccessful. There was no reported impact to the customer¿s blood glucose level. The customer planned to use multiple daily injections (mdi) as a backup therapy.